Event description:
It was reported that during a laparoscopic rectal surgery surgery, could not fire. Changed another one to use , still could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 4/11/2025. D4 batch #e230000351. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ctlc75 device was received with no apparent damaged and with one ctcr75 loaded on the device. The reload was returned fully fired with damaged deck in the right side of the reload. Further analysis shows that the tip of wedge was detached. This condition do not allow completed the fired. No functional test was performed due to the condition of the device. No conclusion could be reached as to how the wedge became damaged. The damage to the reload is consistent with the device being clamped over a hard object. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon suzhou¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: place the instrument across the tissue for transection or into the lumen to form an anastomosis. For instruments with no knife, place the instrument across the tissue to be stapled. With the alignment/locking lever in the completely opened position, join the instrument halves together by aligning from either the front, center or back of the instrument. To adjust tissue on the forks before firing, move the alignment/locking lever to the intermediate position. This allows maneuvering of the tissue while the instrument halves are joined. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. A manufacturing record evaluation was performed for the device batch number e230000351 no non-conformances related to the malfunction were identified. A manufacturing record evaluation was performed for the device lot e23070041, and batch number e230000353 no non-conformances related to the malfunction were identified.